Event description:
Customer complained about sensor glucose readings not being accurate. She also complained about receiving multiple calibration errors. Customer stated that the sensor has unexplained readings changes. Customer stated that the sensor glucose value is usually around a hundred points a part from the blood glucose reading. Customer that she has been experiencing high blood glucose overnight due to low sensor reading activating the threshold suspend on the insulin pump and it will occur occasionally during the day. Customer stated that this morning the sensor glucose level 262 mg/dl and blood glucose was 138 mg/dl. Customer does not use then enlite overtape; she uses a clear tape over the entire product as she noticed the transmitter gets caught in clothing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.